Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's on/off switch keeps getting stuck in the device during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h3, h6 the device was not returned to olympus but return to field service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power switch defective. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: power switch defective. The most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.